Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer reported blood glucose value of 187 mg/dl. The customer reported hypoglycemia treated with carbohydrate intake. The event involved product(s) unk_reservoir, unk_disposables, mmt-7040a and mmt-1884. Troubleshooting was performed for difference between glucose values and found that the blood glucose was 187 mg/dl and sensor glucose value was 67 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 127mg/dl. The difference between the sg (sensor glucose) and bg (blood glucose) values were not within the aceptable range. Troubleshooting was not performed for hypoglycemia. No further patient complications were reported. The customer continue use of the device. No product is expected to return for unk_reservoir, unk_disposables, mmt-7040a and mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.